Event description:
It was reported that the right cylinder of this inflatable penile prosthesis would not inflate and the device was not functioning as expected. The cylinders had migrated into the scrotum. The device was explanted and replaced. No additional patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.